Manufacturer narrative:
Specific information regarding the patient's age and weight were not provided by the doctor. The doctor reported that the patient's tooth #12 crown was seated on (B)(6) 2013; however, the doctor felt the occlusion was too high. The doctor decided to leave the crown intact and monitor the health of the patient. The patient returned to the office on (B)(6) 2013 for a routine periodontal deep cleaning and reported that she had experienced bleeding of the gums around the new crown after brushing. The doctor stated that the patient's gums around the new crown were irritated and inflamed. It was reported that the patient has a pre-existing periodontal condition. The doctor performed a deep cleaning of the area and took an x-ray; however, the x-ray was not clear. The doctor has left the crown intact and will monitor the health of the patient. An update will be provided if any new information becomes available. A visual and physical evaluation was performed on both the returned product and a retained sample. The product did not meet polymerization specifications.

Event description:
A doctor's office alleged that the maxcem elite clear was setting up too quickly during a procedure on one (1) patient.